Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set change and a usual dinner while using the ilet system, with continuous glucose readings rising to a peak of 342 mg/dl before trending down; no alerts or alarms were reported, and troubleshooting included confirming insulin delivery through algorithm steps and recommending a fingerstick to verify cgm accuracy. Symptoms included hyperglycemia without reported acute complications. Outcomes included no medical intervention, no ketone testing, no back-up therapy, and no hospitalization. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed cause unclear. It was concluded that the event was not confirmed to be device related due to insufficient evidence and the absence of corroborating meter data.